Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment screw was not returned for investigation. Therefore, visual evaluation could not be performed. Functional testing and dimensional analysis could not be performed since the device was not returned. No pre-existing conditions were noted. The device had been implanted on and unknown tooth site for an unknown period of time when the incident occurred. X-ray or picture images were not provided. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. Complainant reported a second screw loosening with the device. The screw was not returned. Therefore, the reported complaint could not be verified. A root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Item will not returned to manufacturer.

Event description:
It was reported that the abutment screw was loosened.